Manufacturer narrative:
It was reported that the backup battery of the rotaflow console was not holding charge. The event occurred in the united states of america during treatment and the rotaflow console was replaced. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair on 2026-03-25. The failure could not be reproduced and no parts were was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The battery pack ((B)(6)) was recently replaced on 2025-12-16 and no fault could be confirmed during inspection on 2026-03-25. The customer suspects a bad mains power supply outlet in the room where the rotaflow was stored. This could not be confirmed by getinge since the customer did not request and further actions. The most probable root cause was determined as unintended user error. Since the failure occurred due to accident, and it is therefore not a case of deliberate misuse, no customer response is required. Since this would likely not prevent recurrence of the error. Based on the information available, the reported failure could not be confirmed. The review of the non-conformities has been performed on 2026-04-23 for the period of 2018-01-30 to 2026-02-27. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-01-30. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.

Event description:
It was reported that the backup battery of the rotaflow console was not holding charge. The event occurred in the united states of america during treatment and the rotaflow console was replaced. No harm to any person has been reported. Complaint ID: (B)(4).